Manufacturer narrative:
B3: unknown; month and year valid investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 41786 and tech services advised the board needs to be replaced. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. The event history log revealed error code 41786. Functional testing was able to duplicate the issue. It was determined that the printed wire assembly (pwa) board was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.